Event description:
Customer reported that he had blood glucose of 150 mg/dl and his insulin pump is not working correctly. Customer stated that the insulin pump had blank display and off no power. Customer stated that the insulin pump was not alarming low battery or alerting him prior to blank display and off no power. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.